Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample syringe 3-way valve of unicel dxc 800 synchron system leaked fluid. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a slight leak at the cc (chemistry cartridge) shear valve. The fse replaced the cc sample probe and found two seals inside the bead assembly. The fse removed the seals and used just one seal during probe replacement. Additionally, the fse replaced the cc shear valve as a precaution. The fse verified the system's performance.